Event description:
On 2/14/2024, it was reported by a sales representative via phone that qty. 2 of an ar-1588rtt2-ib fibertag tightrope ii implant with internalbrace had an issue during an acl reconstruction procedure on (B)(6) 2024. During final tensioning, the mechanism snapped on the tightrope loop somewhere between the button and the graft. The device was removed from the graft and the patient. A new ar-1588rtt2-ib fibertag tightrope ii implant with internalbrace with the same lot number was opened and used with less tension, and the mechanism snapped again. This also occurred inside the patient. All suture fragments and buttons were removed from the patient. After that, an ar-4020c-09 fastthread biocomposite interference screw 9 x 20 mm with an unknown lot number was used to complete the procedure successfully; there was no deviation from the intended procedure. The case, however, was delayed by 40 minutes, and it could not be confirmed if additional anesthesia was administered to the patient. Both devices were discarded, and no pictures were taken. The facility requested no action; they just wanted to report the complaint. This occurred during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error excessive force pulling the suture strands. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.